Event description:
The download data for a (B)(6) male patient revealed a code 102. Zoll customer support contacted the patient and issued him a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (code 102) was confirmed. Upon investigation the monitor converter was charging the capacitors too slowly. The monitor's converter was not outputting enough current to charge the high-voltage capacitors quickly enough. The cause for the converter charging the capacitors too slowly was high resistance of resistor r30. The solder connection on r30 was damaged. The root cause of the damaged r30 solder connection was unable to be positively identified. No adverse event resulted from defective monitor. The patient was issued a replacement monitor.